Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the driver (phd02n) fractured at the tip.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One narrow posterior large hex driver-17mm (phd02n). Visual inspection of the as returned product identified the phd02n driver was fractured at the hex tip. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.